Event description:
A medtronic rep reported an alleged 1-2cm inaccuracy and software exit when re-acquiring images in a fluoronav case in synergy spine. They had successfully and accurately navigated their first few screw placements. They went back to take another ap, and another lateral, and reported that navigation still appeared to be off. A site rep stated that the surgeon had bumped the frame. The surgeon opted to discontinue use of the stealthstation treon guidance system, and completed the case using fluoro only. There was no impact on the pt outcome.

Manufacturer narrative:
Software has not been evaluated as of the date of this report. The system and instruments were tested after the case and the alleged malfunction could not be duplicated by medtronic personnel.